Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva 200 tractip laser fiber was used during a ureteral stone extraction laser stent placement procedure in the ureter performed on (B)(6) 2019. According to the complainant, during preparation, the laser energy fired out of the side of the fiber during testing. The procedure was completed with another flexiva 200 tractip laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event. There were no patient complications.

Manufacturer narrative:
Block h6: problem code 1069 captures the reportable event of fiber broke. Problem code 2532 captures the reportable event of fiber misfired. Block h10: investigation results: a flexiva 200 tractip laser fiber was returned broken with a kink. The fiber measured approximately 316.8 cm from the break to the distal tip. The fiber includes kinks. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the tip was unused. Visual inspection of the returned fiber noted burn marks on the fiber jacketing, likely a result of the fiber break occurring during use, resulting in a misfire. The condition of the returned device confirmed that the fiber was broken and misfired. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation on february 26, 2019 that a flexiva 200 tractip laser fiber was used during a ureteral stone extraction laser stent placement procedure in the ureter performed on (B)(6) 2019. According to the complainant, during preparation, the laser energy fired out of the side of the fiber during testing. The procedure was completed with another flexiva 200 tractip laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event. There were no patient complications.